Manufacturer narrative:
Date of event: exact date unknown, event occurred a month from the date the manufacturer became aware of the event. Explant date: explant was recent.

Event description:
It was reported that the patient's ipg was no longer charging. The patient underwent an ipg explant procedure and the ipg was disposed.